Manufacturer narrative:
(B)(4). The device was returned and evaluated. The homechoice (hc) return instrument test/evaluation (rite) was performed. Volume accuracy testing was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Inspection of the door assembly revealed deteriorated piston foam, which was determined to be the cause of the volume accuracy testing failure. The piston foam was scrapped and the device was sent to servicing.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing.